Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.